Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer then mentioned that the paramedics were called about a week ago due to a low blood glucose reading of 26 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and self tests. Nothing further was reported.